Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after changing the umbilical cable because of low frame rate errors, the system passed all tests and is up and running. The imaging system passed the system checkout and was found to be fully functional. The cable was returned and is currently under analysis, but results are not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system had difficulty booting up and sometimes took 3 tries to turn the system on. No patient present.